Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used two resolute onyx rx drug eluting stents to treat a mildly tortuous and severely calcified lesion, located between the left main coronary and the proximal left anterior descending artery exhibiting 100% stenosis (cto). There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The devices did not pass through a previously-deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery. It was reported that the patient had a clinical adverse event and the patient died. There was no evidence of restenosis or thrombus and the patient did not have an mi. It was reported that the cause of death was shock. It was a cto and the patient finally obtained flow. The physician assessed that the event was not related to the resolute onyx stents implanted. The patient was on dapt at the time of the event. The two resolute onyx rx drug eluting stents used during the procedure were a size 4.0 and one of the stents was identified as being 4.0x12mm.